Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 08/28/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2015 with the following findings: visual inspection revealed that the keypad cover was intact and free of damage. Evaluation revealed that all of the keypad buttons were properly responsive: the reported keypad responsiveness issue was not duplicated. The keypad cover was removed, and evidence of contamination was found under all of the key contacts. The pump failed a leak test due to a pump case leak. The pump case was removed, and evidence of moisture ingress was found on the keypad flex connector and other internal components; the reported moisture ingress issue was confirmed. User error caused or contributed to the occurrence of moisture ingress, as the instructions for use instruct the user to refrain from exposing a damaged pump to moisture. Unrelated to the reported issue, the display screen visual was observed to be dim and discolored due to an unidentified display failure.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under-responsive. In addition, it was reported that evidence of moisture ingress was observed behind the display lens. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.